Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') and cholecystectomy ('gall bladder removal') in a female patient who had essure (batch no. 855628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal, pain in arm, back pain, c-section, adenoidectomy, appendectomy, flank pain, skin cancer, syncope, tenderness, uti, ovarian cyst, ovarian torsion, hematuria, urinary frequency, heart disease, unspecified, respiratory disorder, dysuria, fatigue, night sweats, nickel sensitivity and pelvic pain. In (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), diarrhoea ("diarrhea,"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), acne ("rashes or skin conditions type: breakouts of pimples and boils"), furuncle ("rashes or skin conditions type: breakouts of pimples and boils"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibsd,"), constipation ("constipation,"), vomiting ("vomiting") and abdominal pain upper ("stomach pain"). In 2014, the patient experienced dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). In 2018, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient underwent cholecystectomy (seriousness criterion medically significant) and experienced fatigue ("fatigue,"), rash ("rashes/rash/skin conditions"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower and rash was resolving, the cholecystectomy, diarrhoea, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, irritable bowel syndrome, constipation, pelvic pain and abdominal pain outcome was unknown and the acne, furuncle, nausea, vomiting and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, acne, bladder disorder, cholecystectomy, constipation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, furuncle, irritable bowel syndrome, menorrhagia, nausea, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vomiting and weight decreased to be related to essure. The reporter commented: surgery (other): colonoscopy, endoscopy, cystoscopy. Plaintiff received treatment for dyspareunia , dysmenorrhea, abdominal pain , pelvic pain , rash/skin allergy, vaginal discharge, bladder problems, urinary problems, fatigue, gi conditions nausea, weight loss. Discrepant information regarding date of birth-previously reported 13-oct-198 and now in current case (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2018: gross description: bilateral fallopian tubes with essure coils," is a 116.6 g, 9.5 x 4.7 x 4 cm hysterectomy specimen consisting of a uterus with attached cervix and attached bilateral fimbriated fallopian tubes. The right fimbriated fallopian tube is 6 cm in length x 0.6 cm in diameter with a pink-purple serosal surface. Sectioning reveals a metallic coil-like device, grossly consistent with an essure coil the attached left fimbriated fallopian tube is 6 cm in length x 0.6 cm in diameter, and has a smooth, pink-red serosal surface. Sectioning reveals a metallic coil-like device,grossly consistent with an essure coil, within the proximal half of the specimen. Left fallopian tube to include entire fimbriated end. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: nausea, abdominal pain, irritable bowel syndrome, constipation, diarrhea, vomiting, menorrhagia lot number: 855628, manufacture date: 2011-04, expiration date: 2014-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Event:gall bladder removal, abdominal pain and pelvic pain female were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') and cholecystectomy ('gall bladder removal') in a female patient who had essure (batch no. 855628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal, pain in arm, back pain, c-section, adenoidectomy, appendectomy, flank pain, skin cancer, syncope, tenderness, uti, ovarian cyst, ovarian torsion, hematuria, urinary frequency, heart disease, unspecified, respiratory disorder, dysuria, fatigue, night sweats, nickel sensitivity and pelvic pain. In (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), diarrhoea ("diarrhea,"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), acne ("rashes or skin conditions type: breakouts of pimples and boils"), furuncle ("rashes or skin conditions type: breakouts of pimples and boils"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibsd,"), constipation ("constipation,"), vomiting ("vomiting") and abdominal pain upper ("stomach pain"). In 2014, the patient experienced dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). In 2018, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient underwent cholecystectomy (seriousness criterion medically significant) and experienced fatigue ("fatigue,"), rash ("rashes/rash/skin conditions"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and pain ("whole body hurt"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower and rash was resolving, the cholecystectomy, diarrhoea, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, irritable bowel syndrome, constipation, pelvic pain, abdominal pain and pain outcome was unknown and the acne, furuncle, nausea, vomiting and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, acne, bladder disorder, cholecystectomy, constipation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, furuncle, irritable bowel syndrome, menorrhagia, nausea, pain, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vomiting and weight decreased to be related to essure. The reporter commented: surgery (other): colonoscopy, endoscopy, cystoscopy. Plaintiff received treatment for dyspareunia , dysmenorrhea, abdominal pain , pelvic pain , rash/skin allergy, vaginal discharge, bladder problems, urinary problems, fatigue, gi conditions nausea, weight loss. Discrepant information regarding date of birth-previously reported 13-oct-198 and now in current case (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2018: gross description: bilateral fallopian tubes with essure coils," is a 116.6 g, 9.5 x 4.7 x 4 cm hysterectomy specimen consisting of a uterus with attached cervix and attached bilateral fimbriated fallopian tubes. The right fimbriated fallopian tube is 6 cm in length x 0.6 cm in diameter with a pink-purple serosal surface. Sectioning reveals a metallic coil-like device, grossly consistent with an essure coil the attached left fimbriated fallopian tube is 6 cm in length x 0.6 cm in diameter, and has a smooth, pink-red serosal surface. Sectioning reveals a metallic coil-like device,grossly consistent with an essure coil, within the proximal half of the specimen. Left fallopian tube to include entire fimbriated end. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: nausea, abdominal pain, irritable bowel syndrome, constipation, diarrhea, vomiting, menorrhagia. Lot number: 855628 manufacture date: 2011-04 expiration date: 2014-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media was received. Event added- whole body hurt. Reporter were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in an adult female patient who had essure (batch no. 855628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal, pain in arm, back pain, c-section, adenoidectomy, appendectomy, flank pain, skin cancer, syncope, tenderness, uti, ovarian cyst, ovarian torsion, hematuria, urinary frequency, heart disease, unspecified, respiratory disorder, dysuria, fatigue, night sweats, nickel sensitivity and pelvic pain. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), diarrhoea ("diarrhea,"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), acne ("rashes or skin conditions type: breakouts of pimples and boils"), furuncle ("rashes or skin conditions type: breakouts of pimples and boils"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibsd,"), constipation ("constipation,"), vomiting ("vomiting") and abdominal pain upper ("stomach pain"). In 2014, the patient experienced dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). In 2018, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient underwent cholecystectomy ("gall bladder removal") and experienced fatigue ("fatigue,"), rash ("rashes/rash/skin conditions"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and pain ("whole body hurt"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower and rash was resolving, the cholecystectomy, diarrhoea, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, irritable bowel syndrome, constipation, pelvic pain, abdominal pain and pain outcome was unknown and the acne, furuncle, nausea, vomiting and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, acne, bladder disorder, cholecystectomy, constipation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, furuncle, irritable bowel syndrome, menorrhagia, nausea, pain, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vomiting and weight decreased to be related to essure. The reporter commented: surgery (other): colonoscopy, endoscopy, cystoscopy. Plaintiff received treatment for dyspareunia , dysmenorrhea, abdominal pain , pelvic pain , rash/skin allergy, vaginal discharge, bladder problems, urinary problems, fatigue, gi conditions nausea, weight loss. Discrepant information regarding date of birth-previously reported (B)(6) 198 and now in current case (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) -2018: gross description: bilateral fallopian tubes with essure coils," is a 116.6 g, 9.5 x 4.7 x 4 cm hysterectomy specimen consisting of a uterus with attached cervix and attached bilateral fimbriated fallopian tubes. The right fimbriated fallopian tube is 6 cm in length x 0.6 cm in diameter with a pink-purple serosal surface. Sectioning reveals a metallic coil-like device, grossly consistent with an essure coil the attached left fimbriated fallopian tube is 6 cm in length x 0.6 cm in diameter, and has a smooth, pink-red serosal surface. Sectioning reveals a metallic coil-like device,grossly consistent with an essure coil, within the proximal half of the specimen. Left fallopian tube to include entire fimbriated end.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') and cholecystectomy ('gall bladder removal') in a female patient who had essure (batch no. 855628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal, pain in arm, back pain, c-section, adenoidectomy, appendectomy, flank pain, skin cancer, syncope, tenderness, uti, ovarian cyst, ovarian torsion, hematuria, urinary frequency, heart disease, unspecified, respiratory disorder, dysuria, fatigue, night sweats, nickel sensitivity and pelvic pain. In (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), diarrhoea ("diarrhea,"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), acne ("rashes or skin conditions type: breakouts of pimples and boils"), furuncle ("rashes or skin conditions type: breakouts of pimples and boils"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibsd,"), constipation ("constipation,"), vomiting ("vomiting") and abdominal pain upper ("stomach pain"). In 2014, the patient experienced dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). In 2018, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient underwent cholecystectomy (seriousness criterion medically significant) and experienced fatigue ("fatigue,"), rash ("rashes/rash/skin conditions"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower and rash was resolving, the cholecystectomy, diarrhoea, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, irritable bowel syndrome, constipation, pelvic pain and abdominal pain outcome was unknown and the acne, furuncle, nausea, vomiting and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, acne, bladder disorder, cholecystectomy, constipation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, furuncle, irritable bowel syndrome, menorrhagia, nausea, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vomiting and weight decreased to be related to essure. The reporter commented: surgery (other): colonoscopy, endoscopy, cystoscopy. Plaintiff received treatment for dyspareunia , dysmenorrhea, abdominal pain , pelvic pain , rash/skin allergy, vaginal discharge, bladder problems, urinary problems, fatigue, gi conditions nausea, weight loss. Discrepant information regarding date of birth-previously reported (B)(6) 198 and now in current case (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2018: gross description: bilateral fallopian tubes with essure coils," is a 116.6 g, 9.5 x 4.7 x 4 cm hysterectomy specimen consisting of a uterus with attached cervix and attached bilateral fimbriated fallopian tubes. The right fimbriated fallopian tube is 6 cm in length x 0.6 cm in diameter with a pink-purple serosal surface. Sectioning reveals a metallic coil-like device, grossly consistent with an essure coil the attached left fimbriated fallopian tube is 6 cm in length x 0.6 cm in diameter, and has a smooth, pink-red serosal surface. Sectioning reveals a metallic coil-like device,grossly consistent with an essure coil, within the proximal half of the specimen. Left fallopian tube to include entire fimbriated end.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: nausea, abdominal pain, irritable bowel syndrome, constipation, diarrhea, vomiting, menorrhagia. Lot number: 855628 manufacture date: 2011-04 expiration date: 2014-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2020: all the information from deletion case (B)(4) was transferred to this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') and cholecystectomy ('gall bladder removal') in a female patient who had essure (batch no. 855628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal, pain in arm, back pain, c-section, adenoidectomy, appendectomy, flank pain, skin cancer, syncope, tenderness, uti, ovarian cyst, ovarian torsion, hematuria, urinary frequency, heart disease, unspecified, respiratory disorder, dysuria, fatigue, night sweats, nickel sensitivity and pelvic pain. In (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), diarrhoea ("diarrhea,"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), acne ("rashes or skin conditions type: breakouts of pimples and boils"), furuncle ("rashes or skin conditions type: breakouts of pimples and boils"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibsd,"), constipation ("constipation,"), vomiting ("vomiting") and abdominal pain upper ("stomach pain"). In 2014, the patient experienced dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). In 2018, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient underwent cholecystectomy (seriousness criterion medically significant) and experienced fatigue ("fatigue,"), rash ("rashes/rash/skin conditions"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and pain ("whole body hurt"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower and rash was resolving, the cholecystectomy, diarrhoea, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, irritable bowel syndrome, constipation, pelvic pain, abdominal pain and pain outcome was unknown and the acne, furuncle, nausea, vomiting and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, acne, bladder disorder, cholecystectomy, constipation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, furuncle, irritable bowel syndrome, menorrhagia, nausea, pain, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vomiting and weight decreased to be related to essure. The reporter commented: surgery (other): colonoscopy, endoscopy, cystoscopy. Plaintiff received treatment for dyspareunia , dysmenorrhea, abdominal pain , pelvic pain , rash/skin allergy, vaginal discharge, bladder problems, urinary problems, fatigue, gi conditions nausea, weight loss. Discrepant information regarding date of birth-previously reported (B)(6) and now in current case (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2018: gross description: bilateral fallopian tubes with essure coils," is a 116.6 g, 9.5 x 4.7 x 4 cm. Hysterectomy specimen consisting of a uterus with attached cervix and attached. Bilateral fimbriated fallopian tubes. The right fimbriated fallopian tube is 6 cm in length x 0.6 cm in diameter with a pink-purple serosal surface. Sectioning reveals a metallic coil-like device, grossly consistent with an essure coil the attached left fimbriated fallopian tube is 6 cm in length x 0.6 cm in diameter, and has a smooth, pink-red serosal surface. Sectioning reveals a metallic coil-like device,grossly consistent with an essure coil, within the proximal half of the specimen. Left fallopian tube to include entire fimbriated end.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: extension of expected date of next report. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a female patient who had essure (batch no. 855628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal, pain in arm, back pain, c-section, adenoidectomy, appendectomy, flank pain, skin cancer, syncope, tenderness, uti, ovarian cyst, ovarian torsion, hematuria, urinary frequency, heart disease, unspecified, respiratory disorder, dysuria, fatigue, night sweats, nickel sensitivity and pelvic pain. In (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), diarrhoea ("diarrhea,"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), acne ("rashes or skin conditions type: breakouts of pimples and boils"), furuncle ("rashes or skin conditions type: breakouts of pimples and boils"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibsd,"), constipation ("constipation,"), vomiting ("vomiting") and abdominal pain upper ("stomach pain"). In 2014, the patient experienced dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). In 2018, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced fatigue ("fatigue,") and rash ("rashes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower and rash was resolving, the diarrhoea, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, irritable bowel syndrome and constipation outcome was unknown and the acne, furuncle, nausea, vomiting and abdominal pain upper had resolved. The reporter considered abdominal pain lower, abdominal pain upper, acne, bladder disorder, constipation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, furuncle, irritable bowel syndrome, menorrhagia, nausea, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vomiting and weight decreased to be related to essure. The reporter commented: surgery (other): colonoscopy, endoscopy, cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2018: gross description: bilateral fallopian tubes with essure coils," is a 116.6 g, 9.5 x 4.7 x 4 cm hysterectomy specimen consisting of a uterus with attached cervix and attached bilateral fimbriated fallopian tubes. The right fimbriated fallopian tube is 6 cm in length x 0.6 cm in diameter with a pink-purple serosal surface. Sectioning reveals a metallic coil-like device, grossly consistent with an essure coil the attached left fimbriated fallopian tube is 6 cm in length x 0.6 cm in diameter, and has a smooth, pink-red serosal surface. Sectioning reveals a metallic coil-like device,grossly consistent with an essure coil, within the proximal half of the specimen. Left fallopian tube to include entire fimbriated end.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: nausea, abdominal pain, irritable bowel syndrome, constipation, diarrhea, vomiting, menorrhagia lot number: 855628, manufacture date: 2011-04, expiration date: 2014-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a female patient who had essure (batch no. 855628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal, pain in arm, back pain, c-section, adenoidectomy, appendectomy, flank pain, skin cancer, syncope, tenderness, uti, ovarian cyst, ovarian torsion, hematuria, urinary frequency, heart disease, unspecified, respiratory disorder, dysuria, fatigue, night sweats, nickel sensitivity and pelvic pain. In (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), diarrhoea ("diarrhea,"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), acne ("rashes or skin conditions type: breakouts of pimples and boils"), furuncle ("rashes or skin conditions type: breakouts of pimples and boils"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibsd,"), constipation ("constipation,"), vomiting ("vomiting") and abdominal pain upper ("stomach pain"). In 2014, the patient experienced dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). In 2018, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced fatigue ("fatigue,") and rash ("rashes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower and rash was resolving, the diarrhoea, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, irritable bowel syndrome and constipation outcome was unknown and the acne, furuncle, nausea, vomiting and abdominal pain upper had resolved. The reporter considered abdominal pain lower, abdominal pain upper, acne, bladder disorder, constipation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, furuncle, irritable bowel syndrome, menorrhagia, nausea, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vomiting and weight decreased to be related to essure. The reporter commented: surgery (other): colonoscopy, endoscopy, cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2018: gross description: bilateral fallopian tubes with essure coils," is a 116.6 g, 9.5 x 4.7 x 4 cm hysterectomy specimen consisting of a uterus with attached cervix and attached bilateral fimbriated fallopian tubes. The right fimbriated fallopian tube is 6 cm in length x 0.6 cm in diameter with a pink-purple serosal surface. Sectioning reveals a metallic coil-like device, grossly consistent with an essure coil the attached left fimbriated fallopian tube is 6 cm in length x 0.6 cm in diameter, and has a smooth, pink-red serosal surface. Sectioning reveals a metallic coil-like device,grossly consistent with an essure coil, within the proximal half of the specimen. Left fallopian tube to include entire fimbriated end.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: nausea, abdominal pain, irritable bowel syndrome, constipation, diarrhea, vomiting, menorrhagia . Most recent follow-up information incorporated above includes: on 23-oct-2019: pfs and mr received : case become incident. Unspecified event: injury to herself was updated to more specific events: abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: breakouts of pimples and boils, bladder or urinary problems or changes, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight loss, gastrointestinal or digestive system condition type:ibsd, constipation, vomiting diarrhea, stomach pain, lower abdominal pain. Lot number added, aka name added, reporter added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Events onset date, events severity, medical history and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.